Manufacturer narrative:
The reported events of low pacing impedance and lead damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found a compressed lead damaging/breaching the outer and inner insulations due to clavicular crush damage found at the middle region of the lead. Electrical testing did not find any indication of conductor fractures. Internal conductor shorting was found, also due to clavicular crush damage. The cause of the reported events was isolated to clavicular crush damage.

Event description:
During an in-clinic follow-up, low pacing impedance was observed on the right ventricular (rv) lead. The physician alleged rv lead damage, although it was not confirmed. The lead was explanted and replaced to resolve the event. The patient was stable.